Event description:
It was reported that on (B)(6) 2011 patient underwent fusion surgery in which infuse bone graft was used. X-ray was taken for correct surgical level. Surgeon viewed x-ray for verification of correct level.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2011 lung vq scan no spinal pathology (B)(6) 2011 chest x-ray underpenetrated views, upright ap shows normal ribs, spine, cardiac and lung fields. On (B)(6) 2011, lumbar fluoroscopy interoperative fluoroscopy during lumbar fusion of l4/5. Gelpi retractors are in place, probe is traversing the l4 pedicle. Final placement shows screws and rods spanning l4/5 with large interbody peek spacer on ap and lateral views. Spacer is large and more posterior than would be seen with clydesdale, this is probably a crescent peek. On (B)(6) 2011, lumbar CT posterior interbody and posterolateral fusion material is seen crescent spacer is midline and has some bridging bone between l4 and l5. Laminectomy for insertion was on the right, and there appears to be some heterotopic bone formation in the insertion track. Delamination of the l5 disc interior is also seen consistent with internal disruption of this disc. Old laminectomy is suspected on the right at l5/s1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient was discharged from a clinic for violation of the narcotic contract. It was reported that on (B)(6) 2010 the patient had a cardiac catheterization procedure which was negative. It was reported that on (B)(6) 2010 the patient underwent a myoview stress test which was negative. On (B)(6) 2010 the patient underwent an ECG. In (B)(6) 2010 reportedly the patient underwent a dobutamine stress echo which was negative. On (B)(6) 2011 the patient presented with moderate to severe left lower chest pain radiating into the neck and arm with some nausea and vomiting. There had been some dyspnea and some diaphoresis. The patient underwent an ECG which demonstrated a sinus tachycardia, t wave abnormality and compared to a (B)(6) 2010 ECG a possible ischemia. On (B)(6) 2011 the patient presented in ER with chest pain (onset 2 days prior) which radiated into the left jaw and left arm. The patient reportedly had had multiple admissions in the past for chest pain. Recent patient troponin had been negative. An ECG was taken and compared to a (B)(6) 2011 ECG. Results showed a myocardial infarct newly present and no longer present was a sinus tachycardia, t-wave abnormality, and possible ischemia. It was noted that he patient had been ¿very noncompliant¿ in terms of follow-up in the past. The patient underwent cpacs echocardiogram which was normal. The patient had been scheduled for back surgery which was cancelled until he couldget cardiac clearance. Chest x-rays were normal. A nuclear medicine lung ventilation/perfusion scan was performed¿ the results stated there was a very low probability for the presence of an acute pulmonary embolism. The surgery was rescheduled for (B)(6) 2011. On (B)(6) 2011 the patient presented with a history of severe pain shooting mainly into the right lateral aspect of the thigh. In the indications it was noted that the patient had multilevel degenerative disease which was worse at l4-5 and l5-s1 associated with a hypertrophied facet which seemed malfused on a CT myelogram. The post operative diagnosis was axial back pain, facet arthropathy and left l4 radiculopathy. The patient underwent surgery which consisted of a posterolateral fusion l4-5; posterior lumbar interbody fusion, l4-5; application of instrumentation, l4-5; application of interbody cage device, l4-5; application of allograft, autograft, and bmp for fusion, l4-5; and decompression of the right l4 nerve root. Per the operative report ¿¿once we had decided on the graft size, we packed the disk space with a combination of allograft and autograft bone. We then packed a cage with allograft and autograft bone and inserted a 14 x 11 cage into the disk space across the midline, verified its position under ap and lateral fluoroscopic imaging. Once we had completed this, we irrigated the wound with copious amounts of saline solution. We placed a combination of bmp, allograft and autograft over the transverse processes extending from l4 to l5 on the right side¿¿ it should be noted that during the surgery it was reported that ¿¿ the facet was unstable, there was an obvious movement of the facet joint and I believe this was a major participant in the patient's pain¿¿ fluoroscopic imaging was utilized for verification/ placement. No patient complications were noted. Postoperatively the patient complained of axial back pain as well as pain into the lower extremities anterior and posterior aspects of the bilateral thighs. On (B)(6) 2011 the patient presented with pain and underwent a lumbar spine CT which demonstrated the postsurgical changes status post posterior and interbody fusion of the l4 and l5 vertebral. The surgical hardware appeared in good position and the fused vertebral segments maintained normal alignment; there was right-sided hemilaminectomy defects identified at the l4 andl5 levels, similar in appearance to a previous study; there was at least mild to moderate persistent central canal stenosis noted at the l4-l5 level; there were diffuse changes of degenerative disc disease redemonstrated throughout the lumbar spine with varying degrees of central canal stenosis and neural foraminal stenosis again identified, unchanged in severity when compared to the previous study; and there is no evidence of acute fracture or pathologic subluxation. On (B)(6) 2011 the patient was discharged to impatient rehabilitation. On (B)(6) 2011 the patient was admitted to inpatient primary rehabilitation with gait disorder, pain control issues, impaired ability to perform activities of daily living, low endurance, and lower extremity weakness. It was reported that the patient had slightly low potassium levels. On (B)(6) 2011 the patient underwent a lower extremity venous duplex scan which showed no evidence of acute dvt in both lower extremities. On (B)(6) 2011 the patient underwent an ECG which was compared to the one (B)(6) 2011. The results showed a normal sinus rhythm and a non-specific t wave abnormality. It was reported that duringthe stay the patient had a ten hour episode of chest discomfort with vague pain in the right lower jaw. Per the patient ¿it felt like a block office¿ was their chest. On (B)(6) 2011 the patient was discharged from hospital. Per the discharge notes the patient had developed some chest pain with periodic hypertension and headache during the stay and had been evaluated by cardiology. Enzymes were negative. Troponin was negative, an EKG was noted and the patient was started on blood pressure medicine. The patient was advised to use a walker and brace at all times. On (B)(6) 2011 presented with back pain. Lumbar x-rays were ordered. On (B)(6) 2011 the patient presented with numbness and burning pain starting below the right knee to the lateral aspect of the leg. The pain was exacerbated with pressure. The patient also reported low back pain into the right buttock and right hip going down the lateral leg to the top of the foot. A peroneal nerve injection was ordered for peroneal neuropathy and an emg for lower extremity lower back pain and radiculopathy. On (B)(6) 2011, in a telephone encounter, the patient reported they were still experiencing a lot of pain. On (B)(6) 2011 there was some dissuasion in the doctor¿s notes on scheduling the patient for peroneal nerve injections for neuropathy.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.